Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced distal erosion of the meatus with an inflatable penile prosthesis (ipp). It was indicated that the cylinder migrated through the distal end of the penis. A surgical procedure was performed in which the existing ipp was removed, and a new malleable device was implanted on the uninjured side. There were no further patient complications.